Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was off and they were going to get it removed because it was not working. When the patient was first implanted the therapy did not work so they had it reprogrammed. Whenever the patient would cough, sneeze, or lay down they would get a shock to the left side of their leg. The patient's ins pocket was revised as it was implanted right at the patient's waist line, but then the ins moved back and the patient was experiencing extreme pain near their right hip. The patient was redirected to their hcp. No further complications were reported.